Manufacturer narrative:
One processor pca was returned for failure analysis. The reported problem was duplicated during lab tests. Therapy connector j16 pins had lifted, leading to failed general system and charge button tests during operational check. .

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that the op check failed for the etco2. There was no reported patient involvement.